Manufacturer narrative:
A follow-up report shall be submitted upon completion of the investigation.

Event description:
The stent became stuck when attempting to advance the stent through the introducer sheath. The entire system had to be removed and replaced with a new stent, introducer sheath the guide wire.